Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 14-year-old patient with a 19mm inspiris valve implanted in the aortic position underwent a valve explant surgery after an implant duration of four (4) years and three (3) months due to severe calcification leading to very rigid and thickened leaflets, mild regurgitation and stenosis (eight months before surgery mean/peak gradient of 80/120mmhg; velocity 6m/s; valve area 0,4). As reported, there was probably pannus, but the customer could not confirm it. No signs of thrombus or vegetation were observed. The patient presented with dyspnea. A 19mm mechanical valve was implanted in replacement. The patient was noted as to be fine and planned to be discharged home.

Manufacturer narrative:
Added info to section h6 (device code(s)). H3: evaluation summary: customer reports of calcification, thickened leaflets, and stenosis were confirmed. Leaflet tears in the as received condition may lead to regurgitation. X-ray demonstrated commissures 1 and 2 were bent inward, cocr band was broken around leaflet 3 and bent outward around leaflet 1. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the outflow aspect and on the surface of leaflet 2 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Leaflet 2 had a tear near commissure 2, calcification was evident at the tear. Calcification, host tissue overgrowth, and thickened leaflets restricted leaflet mobility and led to stenosis. Sewing ring was cut off in multiple areas around the valve and one of the cut off sewing ring fragments was returned. The metal band was exposed around all three leaflets at the inflow aspect and wireform was exposed around leaflet 2 on the outflow aspect. Multiple suture threads remained attached around the sewing ring. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added info to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at time of implant. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.